Event description:
Continuous failure of hearing aid. Since purchased in 2000 for $5,000, both right and left aids have needed repair on average every 2 months (alternately). Most recently, failure of the left aid required repair that took 2 months. Accutone representative told pt that the devices were so old that parts were not available anymore. Pt's hearing is approximately 50% of normal hearing, in ear each.